Event description:
It was reported that in february or march of 2010, when the patient moved, her health care provider (hcp) at the time wouldn¿t help her find a hcp and as a result she went into withdrawal. The hcp had only offered to put saline into the pump. The type of medication delivered at the time of the event was not specified however the patient had at some point had morphine and currently at the time of the report had dilaudid in the device. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).